Event description:
Fort has received a notification of MDR report from (B)(4), our distributor in the us, about updated information from an attorney on the patient injury from a previous complaint involving a folding walker allegedly manufactured by fort. It is alleged that the claimant was walking with the walker when the leg snapped causing him to fall and sustain permanent irreversible damage to the triceps area. (B)(4) had reached out to the claimant's attorney to have photos of the alleged product. (B)(4) has also requested claimant's medical records or details on the injury, but not response has been received. This MDR report is based on the complaint from the claimant's attorney and the dealer where the walker was purchased by the claimant, as well as (B)(4)'s MDR report.

Manufacturer narrative:
Since the alleged device was not returned to fort or our distributor, we are unable to confirm and evaluate the alleged defect.